Event description:
The customer reported that the system booted with a filament calibration error and a collimator calibration error. The system was not removed from service and used in a patient case. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system calibration files were reloaded. The system was tested and found to be working as intended and put back into service.